Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Dtba1d1 ICD: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an out of range superior vena cava (svc) defibrillation impedance. Follow up with the physician's office indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis (B)(4). (B)(4) 2018 11:00:13 gmt-0500 central daylight time analysis summary for pe#: (B)(4) analysis transaction ID#: (B)(4) model#: (B)(4) serial/lot#: (B)(4) methodology and techniques: the actual product was not returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was not returned. Analysis information -- (B)(4) 2018 11:00:10 cst pli# 10 product ID# (B)(4). The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had an superior vena cava (svc) coil fracture and the cardiac resynchronization therapy defibrillator (crt-d) had a header issue. The svc coil alerts were turned off. The device and lead remain in use the patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.